Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and a pre-dilation was performed as standard for the implanting physician. The implanting team was unable to get the valve to properly sit within the annulus after 7-8 recaptures. The valve would be positioned too deep, too shallow, or would dislodge at 80% deployment. Eventually, a new valve and delivery catheter system (dcs) were prepared and successfully used for implant with no issues. Per the physician, the patient's tortuous and calcified anatomy contributed to the event. A procedural delay of approximately 10 minutes occurred. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.